Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be inserted into the inspiratory limb and that pin deformation was found on an rt100 adult breathing circuit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was tested for bent or broken heater wire pins. Results: one of the heater wire pins on the inspiratory limb of the breathing circuit was split, preventing full insertion of a heater wire adaptor. A lot check revealed no other complaints for lot number 110613. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).